Manufacturer narrative:
(B)(4). The investigation was completed on 08/18/2017. The customers reported that after upgrading the I-stat/de system to version 2.8, the reference ranges, actions ranges, and customer reportable ranges for all analytes were reset to default values; however, the preference unique identifier remained the same. This is an unexpected behavior of the I-stat/de system as the reference ranges, action ranges, and customer reportable ranges for all analytes are expected to remain the same as before the upgrade, and the preference unique identifier is expected to change whenever there is a change to any configuration setting in the analyzer's customization preferences. Testing performed at apoc, princeton, was able to reproduce the customers' complaint, which was attributed to an issue with the database upgrade utility included with the I-stat/de system version 2.8 installer. A deficiency has been identified. Exception report (ER) (B)(4) has been initiated to address the issue.

Event description:
On (B)(6)2017, abbott point of care was contacted by a customer who stated that after rals (third party data management system) updated the I-stat data exchange (de) system to version 2.8 that the reference, action ranges and custom reportable ranges have been set back to default in rals/de. Customer does not know what values the ranges had been set to previously. The preference name is 17412gvx prior to and after the upgrade. There are no injuries associated with this event. Note: the I-stat data exchange (de) system is not a medical device.